Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the filter was not retrieved completely. The target lesion was located in the carotid artery. A 190cm mt filterwire ez¿ was selected for use. During procedure, after pulling the filterwire ez¿ back in the embolic protection device with heparinized saline, it was noted that the system was unable to be captured completely into the sheath. Furthermore, this made the device bulky and failed to cross the tight lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed that the protection wire was found kinked in the middle section. Additionally, the spring tip is damaged (stretched and curvy). Dimension inspection revealed that the outer diameter (od) of the proximal part, at the middle section, and the spring tip of the device were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the filter was not retrieved completely. The target lesion was located in the carotid artery. A 190cm mt filterwire ez¿ was selected for use. During procedure, after pulling the filterwire ez¿ back in the embolic protection device with heparinized saline, it was noted that the system was unable to be captured completely into the sheath. Furthermore, this made the device bulky and failed to cross the tight lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.